Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg34-j10u-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the cfb unit. In addition, we confirmed that the air/water nozzle clogged, the deflector wire hard to move, the bending rubber leaked, the insertion flexible tube (ift) cut, the air water channel clogged, the remote control buttons cut, the objective prism broken, the deflector operating knob was broken, and the suction channel buckled; however, they are not t main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).